Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling nozzle adhesive was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full establishment name: (B)(6) medicine clinic. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the tip section of the nozzle adhesive was peeling. In addition, the evaluation found the following; the adhesive around the light guide lens was peeled. Due to adhesive peeling around the objective lens, a streak of flare appeared in the image. The connecting tube, the protector of the universal cord on the suction connector side, the switch 1 and the plastic distal end cover all had scratches. The adhesive on the bending section cover and objective lens had a chip. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover had a crack. The control unit had corrosion and the electrical connector was dirty due to water leakage. Due to deformation of the elevator control lever, water tightness was lost. The grip and forceps channel port were shaved. The universal cord had a wrinkle, the scope cover plate and the adhesive around the objective lens were peeled. The image guide protector was damaged and the switch 4 had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had forceps lever damage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the tip section of the nozzle adhesion was peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.